Manufacturer narrative:
MDR (B)(4) / initial 1 of 2. This emdr is being submitted for an unknown number of quantity. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient went to the emergency room due to hyperglycemia of 590 mg/dl caused by infusion set tubing leakage at the site on (B)(6) 2026 and was treated with intravenous fluids (saline) and insulin.